Event description:
On 02/01/1999 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. Reportedly the physician noted that the deployment "felt different." The pt was discharged approx six hours post-deployment. On 01/29/1999 the pt was in the bathroom when a "gush" was noted at the right groin site. The pt was assisted to the floor by a family member, pressure was applied (duration unk) and bleeding was controlled. On 01/30/1999 the pt was seen in the radiology department were a 1 - 2 cm hematoma was noted with a small bruise. As of 03/01/1999 there has been no further report to the MFR of complication or additional pt sequelae.